Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of steps, including inspecting and cleaning the pump's components, which allowed the customer to successfully load the cartridge onto the pump and resume normal insulin delivery.